Manufacturer narrative:
For the investigation the provided logbook was analyzed and the returned device was checked. After several tests the described failure could be reproduced. The cause for the rotation speed deviations is a temporary increased contact resistance in the connector of pcb motor controller and motor blower. If a deviation between measured turbine rotation speed and the set value will be recognized during ventilation a technical alarm will be reported. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The exchange of the motor blower and pcb motor controller solves the problem.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
While the carina ventilator was connected to a patient, the ventilator stopped cycling and displayed the message "device failure" on the ventilator screen. No patient injury was reported.